Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. The patient stated she feels what she described as a "band sensation" around her ribs/chest with stimulation and the sensation has increased over the past couple of months. The patient also reported she only gets stimulation from the knees down but she was implanted for low back and bilateral legs. The patient is scheduled to meet with her surgeon at a later date to discuss her options.